Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic vitrectomy cutter probe was not working before the surgery. The procedure type was not reported. The surgery was completed with another cutter. There was no patient impact.